Event description:
The customer's family member reported that when pt was admitted due to high blood glucose the hosp did not offer sets to continue pump therapy. The family member was upset at their doctor who did not offer to assist with a courtesy set while hospitalized. Advised customer to always carry extra infusion sets.